Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus (B)(4). The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4) and it said that could not duplicate the reported phenomenon, omsc surmised there was the possibility this phenomenon was attributed to temporary contact failure between the subject device and endoscope due to connecting to the video connector condition without the user drying the video connector sufficiently. Poor contacts can cause the endoscope to communicate with the video processor incorrectly and cause e315 to be displayed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope error e315 "unsupported scope" was displayed just after the examination live image switched to a test image, when the user was just about to perform an eegd. As a result, the user had to change the examination room with the sedated patient and start the examination again. Their endoscopy room was unusable for several days. The service technician visited the facility and checked the subject device on-site, the reported phenomenon could not be duplicated. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.